Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a false downstream occlusion message during therapy (dose, programmed amount and delivery rate unknown). The device was programmed to deliver norepinephrine and the customer noted the tubing used did not have an extra port at the top. There was no patient injury or medical intervention associated with this event. The device was tested by the customer. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.